Event description:
Boston scientific received information that this pacemaker exhibited pacing at the maximum tracking rate of 120 beats per minute. The rate response was the turned off but the atrial paced rate was still fast. The rate smoothing was then turned off and the rate went back to normal. Boston scientific technical services (ts) explained this occurred due to the rate smoothing-pace safe interaction. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.